Manufacturer narrative:
One opened device was received with the applier incorrectly positioned within the tray. The stopper tube tip was pocked through the side of the tray. The returned sample was visually inspected and was found non-conforming. The applier had a bent stopper tube and upon disassembly of the applier, the guidewire was found buckled and broke inside. The stent was loaded inside the stent loader and it was damaged. It appears that excessive force was used when trying to load the micro-stent onto the guidewire, which buckled the guidewire, bent the stopper tube, and damaged the stent. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The root cause is use error due to the product instructions for use not being properly followed for loading the micro-stent onto the applier the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that the tip of a micro glaucoma filtration device was bent and broke off. Additional information was requested.